Event description:
A female with adenocarcinoma of the right colon underwent a laparoscopic extended right hemicolectomy and intraoperative ultrasound of the liver in 2008. The surgeon was using an ace harmonic scalpel when the itp on the end of the handpiece fell off. Surgeon and staff were unable to find the missing tip and unsure if it is in the pt or not. Search done and abdominal x-ray taken post-op which failed to identify a foreign body. This is an ethicon-endo-surgery, llc product.